Event description:
Information received from the field does not address the patient's clinical status but notes that the rate was programmed to 60 ppm after implant, but the telemetered rate showed 70 ppm.~~~~~